Manufacturer narrative:
A steris service technician arrived at the facility, inspected the table, and was able to duplicate the reported event; the floor lock manifold would lose hydraulic pressure over time. The technician replaced the floor lock manifold, verified the proper operation of the table and returned the table to service. The replaced floor lock manifold is being returned to steris for further evaluation. The table was installed in (B)(6) 2012 and is currently not under a steris service contract. The table is maintained by the user facility's biomed department. A follow-up report will be submitted if additional information becomes available.

Event description:
The user facility reported that the table floor locks lost pressure over time. This could be observed as the floor lock feet would come up off of the floor, and the table was able to be moved. At the time of the reported event, the anesthesiologist was attempting to position a patient during a procedure, when the head section of the table moved. The anesthesiologist unlocked and relocked the table and the case proceeded without further incident. The table was then taken out of service and steris was contacted to evaluate the table. There are no procedural delays/cancellations or injuries reported with the event.